Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was one molecular false positive of a testing bottle. No patient impact reported. This is report 2 of 2. The following information was provided by the initial reporter: "customer reporting c tropicalis molecular false positive for product 442021 lot no. 3130610 was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? One patient was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? One patient and one blank bottle for testing.

Manufacturer narrative:
H.6 investigation summary: catalog: 442021, batch no.: 3130610 customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention/returned samples and batch history record review results.